Event description:
Approximately at the beginning or may the intralase fs laser was used to create a corneal flap for lasik surgery. Postoperatively the patient presentd with diffuse lamellar keratitis (dlk). A flap lift and rinse wsa performed, the patient responeded to treatment and the dlk has resolved. The patient's current va is 20/20. The patients pre-op bcva was 20/20. The association between the event and the device is unk.

Manufacturer narrative:
H3-an intralase field service engineer evaluated the laser on 06/14/06 and determined that the laser met specification and performed as intended.